Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to issue. A technical support specialist (tss) found an error message requesting to close all the drawers. The customer informed that no drawer was open. The tss guided the customer through pushing all the drawers. The tss found the message requesting to close all the drawers cleared from the screen. The tss found the customer had no admin privileges. The tss found in myqlink (mql) transactions that the customer had issued 2 tabs of the item twice in a row for the patient from bin 03 26. The tss opened the matrix drawer 3 in the populate buttons screen. The customer informed that the drawer opened normally. The tss requested the customer to take the 2 tabs of the item. The customer informed that the item was in a different bin in the drawer and that there were bins where the user found more than one item ID inside. The tss advised the customer to alert the supervisor to have all the matrix drawers cycle counted as soon as possible. The tss stated that the issue was related to production issue (pi) 55845. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user was unable to issue eliquis 2.5 mg tablets and encountered an error message instructing them to close all drawers the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.